Event description:
The customer was hospitalized for high blood glucose readings. The customer stated that she had a severe infection and her blood glucose levels went out of control after that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.